Event description:
It was reported that balloon rupture occurred. The patient underwent ultrasound-guided balloon dilation of the stenotic segment of the right wrist arteriovenous fistula. The target lesion was located in a fistula of the right wrist. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 22 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent ultrasound-guided balloon dilation of the stenotic segment of the right wrist arteriovenous fistula. The target lesion was located in a fistula of the right wrist. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 22 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 25 mm in length and extended from a position 3 mm distal of the proximal markerband to 8 mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.